Event description:
A report was received that alleges that the endotracheal tube was in situ and during ventilation with an ambu bag the 15 mm connector became detached requiring replacement. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.